Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet and contacted support for a supply change and dosing review; a full supply change was performed, insulin delivery was resumed, and later tubing was filled with no issues detected. Symptoms included elevated blood glucose up to 371 mg/dl for approximately two hours without reported ketones, backup therapy, or medical intervention. Outcomes included continued automated correction dosing by the ilet with gradual reduction in glucose levels and user education to allow additional time for glucose to improve. Investigation included technical troubleshooting and review of device dosing history via synced reports. Investigation of this case revealed no device alarms, no hardware issues detected, and appropriate correction dosing observed. It was concluded that hyperglycemia occurred with cause unclear, and that the device functioned as designed with continued monitoring advised.